Event description:
It was reported that the patient was experiencing pain at the site of the ipg. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's ipg was relocated from the flank to the abdomen in order to address the issue. Therapy was restored post operatively.

Manufacturer narrative:
Section b3: event date is estimated. A patient experiencing pain at ipg site was reported to abbott. The ipg was relocated to address the issue. The patient is receiving sufficient stimulation post implant. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.